Manufacturer narrative:
Csi contacted medikit (distributor) in the geography where these events occurred in order to attempt to obtain the complaint devices and more information about the events reported. The distributor stated, "kyoto katsura hospital is not able to disclose those information on the clinical study that is confidential matters." The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Koike, j., funatsu, a., kobayashi, t., & nakamura, s. (2019, april 23). Clinical experience of percutaneous coronary intervention for severely calcified coronary artery lesion with diamondback 360 coronary orbital atherectomy system. Journal of the american college of cardiology, 73(15), s25-s26. Doi:https://doi.org/10.1016/j.jacc.2019.03.076 see MDR 3004742232-2021-00074 for reports of si. Csi ID: (B)(4).

Event description:
Koike et al., 2019 - a literature article was published 16 april 2019 and indicated the following: "coronary perforation occurred in 1% lesion and persistent slow flow in 2%. There were 1 cardiac death (0.5%), 23 nonq mi (8%) and no tlr as in hospital mace."